Manufacturer narrative:
The insulin pump did not alarm with a button error. The device was received with intermittent button response due to moisture damage on the keypad traces. No moisture damage was found on the electronics and motor. The following cosmetic damage was also noted on the device: minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were receiving a button error alarm on their insulin pump. The patient's blood glucose at the time of incident was 130 mg/dl. The customer stated that the device may have been subjected to moisture damage but is unsure about that. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.